Event description:
It was reported that the device had a premature battery depletion. The device was explanted and replaced. The patient received therapies for multiple vt/vf episodes. The patient status is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.